Event description:
Additional information received reported that reprogramming was needed and the patient recovered without permanent impairment.

Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient had been going to the bathroom 20-25 times in the last two weeks when they normally went 10-12 times. It was thought that the patient had a bladder infection because they had a fever and chills. They were also burning ¿a little¿ more and had more pain. The healthcare provider noted the patient did have urinary tract infection (uti) symptoms and it was not a wound infection. A urine sample was taken. The patient did not have meningitis and it was indicated that uti¿s were a risk factor for the patient prior to implantation. Oral antibiotics were administered and the infection resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0fnzr, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# unknown, product type: programmer, patient. (B)(4).